Manufacturer narrative:
Log file: date through (B)(6) 2016 - -9 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 3.0 lpm.-69 high watt alarms have been logged since march 01, 2016. The current high watt alarm limit is set to 6.0 w. Log file date through (B)(6) 2016 received - power consumption above normal operating range , -15 low flow alarms have been logged since (B)(6) 2016. The current low flow alarm limit is set to 3.0 lpm. -161 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 10.0 w. - a rise in power consumption has been logged starting (B)(6) 2016 to a peak of 10.8w on (B)(6) 2016 outside of normal power consumption. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Per vad coordinator, the patient started receiving high watt alarms at home, he was instructed to go to his local emergency room department and was transferred to the implanting center from there. Watts increased to 11, ldh in the 400s, ldh = 100 at baseline. The patient was seen in clinic on (B)(6) 2016, inr noted to be low at 1.6, the patient was being bridged with lovenox at the time. The patient was placed on heparin. He was hemodynamically stable at the time of readmission. He was given a dose of tpa around 0300 on (B)(6) 2016. Log files were sent the following morning confirming the high watts, and that power decreased back to baseline after the administration of tpa. He was stable on (B)(6) 2016 and still hospitalized at this time on heparin. The patient started to show signs of possible thrombus again on (B)(6) 2016 so will be likely be taken for a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Additional information received stated that during this hospitalization the patient developed sepsis secondary to pneumonia. Support was withdrawn and the patient expired on (B)(6) 2016. No additional information will be provided. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and multiple high watt alarms for the reported event date. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause of the high power alarms cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.